Manufacturer narrative:
The device manufacture date provided in the initial report was found to be incorrect; the corrected date is provided in this follow-up report.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site and replaced the three way solenoids (sl60 and sl63) and reagent pumps for diff reagent (pm1 and pm4) delivery which resolved the ongoing diff issues. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(6).

Event description:
The customer reported that differential voteouts (non-numeric results) were being generated intermittently on a coulter lh 780 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.